Event description:
During a volt procedure, output issues resulted in a delay in the procedure. Error messages were displayed with the amplifier indicating issues with recognition of the magnets, the prs or the catheters. It was also noted that the amplifier booted for several minutes. Troubleshooting resulted in a delay of approximately 15 minutes. The procedure was completed in navx mode with no adverse patient consequences. Further troubleshooting determined the issue was due to the field frame and prs cables.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.